Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found no true cause of the reported issue since it was not reproduced. The issue could be an abnormality of other connecting devices.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event of zero control of the brightness and clarity of the camera. The device also passed the leak and functional test that was conducted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus, during preparation for use, the hd autoclavable camera head have an image issue. According to the initial reporter, they have no control of the brightness and clarity of the camera. There was no harm or user injury reported due to the event.